Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) regarding a patient receiving hydromorphone (27 mg/ml at 13.5 mg/day), clonidine (600 mcg/ml at 300 mcg/day) and bupivacaine (40 mg/ml at 20 mg/day) via an implantable infusion pump. It was reported that at the patient's last refill they were unable to fill the reservoir fully, they were only able to put about 17mls in. They thought the filter was clogged so they rinsed it. As they tried to fill the pump on (B)(6) 2020, they could only refill with 16mls. They tried to aspirate the drug back out but were unable to do so. The patient was sent home. Considerations were reviewed. No patient symptoms were reported. Additional information was received from a health care professional on 2020-aug-18. It was reported that the same caller was again having difficulty refilling the pump. They were instructed to attempt to fill the pump with 10mls of normal saline. They stated initially there was a little resistance but then "it opened and was filled without difficulty." The reservoir was rinsed and then filled with drug successfully. Additional information was received from the healthcare provider on 2020-aug-27 who reported that the cause of the fill port difficulty was determined. Air in pump versus clogged filter. The actions and interventions taken to resolve the filling issue was extended aspiration of pump contents, flushing with saline, refill with itp solution. The issue was resolved. Additional information was received from a company representative (rep) on 2020-sep-22 indicated after the fill on (B)(6) 2020 the doctor still requested to have the pump replaced due to this issue. The replacement case was on (B)(6) 2020 and once they replaced the pump with a new pump, the rep took it as an opportunity to educate the clinician on the back-table. He took the old pump that was now out of the patient and aspirated "a ton" of air out of the pump reservoir. The rep was then able to aspirate the exact amount of medication they were expecting and filled the pump successfully with sterile water. The rep confirmed with the provider that their human error in filling the pump with air was what caused for the previously reported events. The rep states he was sending the pump back for analysis, but that there truly was no issue with the pump and that it was human error that caused these events.

Manufacturer narrative:
H3 ¿ analysis of the pump found ¿pump fluid path ¿ dried drug, blood, or foreign material occlusion¿. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.